Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The catheter had to be changed 2 times within 24 hours because the balloons were completely deflated. The balloons were checked on withdrawal of the catheters they were cracked about 1 cm. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device lot number provided does not match to the system; therefore a DHR review could not be conducted. There was no complaint device returned for investigation. Therefore , no physical assessment could be conducted. A simulation test was conducted with representative samples from production on the same catheter size and balloon volume. No issue was observed. In the absence of any actual or representative sample for investigation, we could not further investigate to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
The catheter had to be changed 2 times within 24 hours because the balloons were completely deflated. The balloons were checked on withdrawal of the catheters they were cracked about 1 cm. The patient's condition was reported as fine.